Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (500 mcg/ml at 38.5 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2019, a motor stall was seen at initial interrogation. It had been 2 hours and 20 minutes since the patient left the MRI field and there was no motor stall recovery noted in the logs. The hcp was going to continue to check the pump for the recovery. No patient symptoms were reported. No further complications have been reported as a result of this event.